Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their "battery was working and when I turned it off for a surgical procedure (unrelated). When I tried to turn it back on, it wouldn't turn on." The patient had problems getting their ins restarted. They had their ins checked at the end of january or february and they told the patient the ins has two years left on it. They didn't eat much after the surgery and they started to get constipated. During the call, the patient was able to connect and their ins is on at 0.4v where they don't feel stimulation so it was increased to 1.10v and then they said, "I have never had it up this high before." As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss the constipation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the inability to turn the device on and the stimulation issue was determined; before the unrelated surgery, they needed 0.15 amplitude but, at the time of the report, they needed 1.20. It was noted they did not fall and the stimulator was turned off during the surgery. They stated that they didn't know the reason as to why they needed more power, however, this issue was resolved.